Manufacturer narrative:
A replacement battery clip was sent to the customer at the time of the event. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the event analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt lost all power to the pump during a low battery hazard condition when he was unable to remove the battery form the battery clip. Once the battery was removed, the internal components of the clip were damaged.